Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was in need of a MRI of the cervical spine. The caller stated that the patient couldn't get the ins to charge. No symptoms or further complications were reported.